Manufacturer narrative:
(B)(4). Eval: results: (mi).

Event description:
Pt received a 3.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad. However, it was reported that, during procedure, the pt suffered an mi. Investigator reported that the event was unrelated to the study stent and procedure. No other clinical sequelae were reported.